Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/19/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed advanced to the second detent mark and locked. The cartridge was correctly engaged into the device. No assembly defect was observed. Some viscoelastic was detected in the device. The intraocular lens (iol) was observed stuck in the cartridge tip/tube. The cartridge was observed deformed and the tip was observed cracked. The customer's reported complaint was verified. However a cause of failure related to the manufacturing process was not determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded intraocular lens (model pcb00) did not come out of the cartridge. Reportedly, the loading was standard but the plunger was hard to screw and the cartridge tip was damaged/broken by the pressure of the lens. No patient injury or involvement was reported. No further information was provided.